Event description:
The pt reported in 2006, she experienced a low blood glucose reading that was caused by her blood glucose values rebounding. She stated she ate breakfast and tested her blood glucose at 10:30am and it was 232 mg/dl. She reported that she administered a bolus and at 11am she began to feel the symptoms of high blood glucose (like she had hives on her chest and a rash under her arms). She tested her blood glucose and it read "hi" on her meter (greater than 600 mg/dl on her meter). She administered a bolus and did not eat anything for lunch. The pt tested her blood glucose at 3 pm and it read "hi" on her meter. She went to the hospital. At the hospital, the nurse discovered that her infusion set tubing was torn at the luer lock. She changed her infusion set tubing and administered a bolus which reduced her blood glucose values. The patient did not have the affected product to return for evaluation.

Manufacturer narrative:
Product not returned for evaluation.